Event description:
Mother of male pt reported that at least once a month during the school year, her son experienced the tubing becoming separated from the luer lock. The mother reported the most recent event happened while at school in 2006. The son was experiencing increased thirst and at that time noticed wetness on his shirt. His blood glucose level was 289 mg/dl. The mother reported that when this event occurs, she changes his infusion site and administers a bolus to reduce his blood glucose levels. No medical assistance was required. Product has been discarded so no product available for return.

Manufacturer narrative:
Product not returned for evaluation.